Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped filling balloon randomly and has suppressed autofill and reset.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (health effect ¿ clinical codes, health effect ¿ impact codes) additional information: contact person phone no. (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and could not duplicate reported failure.  Device passed all leak tests. Unit passed all functional and safety tests per factory specifications and returned to customer and cleared for clinical use.

Event description:
N/a.